Event description:
Please see user facility medwatch.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: clip tab. The following information was requested, but unavailable: what is meant by clips were not lining up correctly? Does this mean that the legs of clip were not exactly parallel? What is meant by clip were not coming out straight? Does this mean clips were malformed? Or does this mean clips were coming out of device sideways? I have no further info at this time. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were ejected and four conforming clips were fed and formed. The instrument locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and upon inspection, the tab from the clip track was noted to be damaged; this condition led the clips to be ejected. No conclusion could be reached as what may have caused the clip track damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.